Event description:
During preparation, it was reported that the guidewire exited the catheter at a location proximal of the distal tip. The device was not used in the pt.

Manufacturer narrative:
The device involved in this event has not been returned for eval.